Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the occlusion sound heard and irrigation flow restriction during surgery. The surgery was completed after replacing the cassette with another one. The procedure type was unknown. There was no impact to the patient.

Manufacturer narrative:
Two unused and two turbid active fluidics management system in the tray were visually inspected and no obvious defects were observed. The products were tested using the console software. The product could be recognized by the console. The products primed and tuned with the handpiece and the 0.9 millimeter aspiration bypass system tip and infusion sleeve from the lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen and no occlusion found. The products functioned within specification per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).